Event description:
Information received by medtronic indicated that the insulin pump alarmed battery failed alarm. The contacts of battery cap were not missing or damaged. Customer inserted new battery and the issue was resolved. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.